Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed trace pointers are invalid. Customer¿s blood glucose values are 6.6 mmol/l. The customer was unable to clear the alarm. The insulin also had re occurrence of frozen display and the buttons were unresponsive. The time clock did not advance. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with back button, left arrow button response due to corroded keypad traces. Insulin pump powered up properly after battery installation. No frozen screen noted during testing. Programmed pump with the current time and date and monitored for one day. No unexpected time gain/loss noted during monitoring period. The time and date function is performing properly. No trace pointers are invalid noted during testing.